Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. The father stated that he does not know much about his son's admission since he is in another state, and troubleshooting could not be performed. However, the father requested a replacement of the insulin pump. The father stated that he will have the customer contact us. No further info was provided.